Manufacturer narrative:
(B)(4).

Event description:
It was reported that on "(B)(6) 2024 evening, the patient was admitted to the hospital with acute cardiac infarction, and one iab-s840c was inserted into the right femoral artery, the device was running normally, and the operator started to perform ptca; the pump was stopped and the alarm showed helium leakage after about 3 minutes2, and after eliminating the alarm and restarting it was still alarmed and the pump was stopped, so the tube was withdrawn and replaced with a new balloon which was inserted in the same site, and it was running normally. Therapy was delayed by 5 minutes but there was no other reported patient harm."

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the se-rial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original tray/carton. Returned with the sample were supplied kit components including 40cc inflation driveline tubing, data-scope inflation driveline tubing, short arterial pressure tubing and two (2) super arrow-flex (saf) sheath. One of the returned saf sheath appeared used; dried blood was noted on the interior and exterior surfaces of the saf sheath and liquid blood/fluid was noted within the sheath sidearm. Upon return, the peel away sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. The iabc bladder was loosely wrapped. No blood was noted on the interior or the exterior surfaces of the returned sample. No visual damage or abnormalities were noted to the returned sample. Furthermore, the original packaging tray was immediately noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray. The arrow sticker was noted cut/ripped and a portion of the sticker was completely missing. This packaging sticker is not to be removed. This condition indicates a potential that the catheter was not prepped per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:"1. Connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Re-move syringe. 2. Remove catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The customer submitted photos were reviewed. The photo shows the original packaging carton. The photo shows the iabc, original tray and supplied kit com-ponents. The photo shows the supplied kit components. The photo shows a portion of the original packaging carton with teleflex china label. The reported complaint could not be confirmed after the review of the attached photos. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing meth-ods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 60 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "alarm showed helium leakage" is not confirmed. The returned iabc was functionally tested with no leaks noted. No alarms were noted during the functional testing. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Unrelated to the reported complaint, the original packaging tray was noted with damage to the "arrow" packaging sticker, which indicates that the iabc was not prepped correctly per the IFU. As a result, an in-service for the customer is requested to reiterate the appropriate method for iab prep/removal from its packaging.

Event description:
It was reported that "(B)(6) 2024 evening, the patient was admitted to the hospital with acute cardiac infarction, and one iab-s840c was inserted into the right femoral artery, the device was running normally, and the operator started to perform ptca; the pump was stopped and the alarm showed helium leakage after about 3 minutes2, and after eliminating the alarm and restarting it was still alarmed and the pump was stopped, so the tube was withdrawn and replaced with a new balloon which was inserted in the same site, and it was running normally. Therapy was delayed by 5 minutes but there was no other reported patient harm."